Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 311 mg/dl. The customer treated with manual insulin injections. The customer reported multiple no delivery alarms from the insulin pump. Troubleshooting was done. The customer also reported having had tried all remedies. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.